Event description:
It was reported by service report that the side rail was broken and it could not be locked in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - impact damage.